Event description:
It was reported pt experienced withdrawal. Pt's mother was concern why alarms never went off. Pt's mother stated alarms had always gone off in the past. Pt experienced symptoms of fever, spasm, and sweating (diaphoresis). Pt was brought to emergency room because of withdrawal symptoms. Pump was checked and there was 1/2 cc left. It was noted pt's alarm date (B)(6), 2010 and refill was (B)(6), 2010. The home health agency filled the pump and pt was okay. It was noted location of pt symptoms were over the entire system. Pt was home and in fair condition. Pt was redirected to hcp. At the time of this report, no further info was reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).